Manufacturer narrative:
Calibration was last performed on 19-dec-2024 with acceptable results. Per product labeling: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot after 7 days (when using the same reagent kit on the analyzer) as required: e.g. Quality control findings outside the defined limit." Qc was acceptable. Abnormal sample aspiration and abnormal sample probe movement alarms were observed on the alarm trace data. The field service engineer (fse) cleaned the instrument and found that the bead mixer was clogged. The fse identified low pressure in the degasser circuit and repaired the tubing. Afterward, a pressure check was acceptable. Probe adjustments and liquid level detection (lld) checks were completed. The seal piece from the sample syringe was replaced; the bead mixer paddle was checked and found to be operating properly. It was noted that there were sample quality issues. The investigation determined the event was consistent with either a sample quality issue or a customer maintenance issue. The investigation did not identify a product problem.

Manufacturer narrative:
The e601 module serial number was (B)(4).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas 6000 e601 module. The initial result was 0.55 miu/ml. The repeat result was 33000 miu/ml.